Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands were damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anal canal during an endoscopic ligation of internal hemorrhoids procedure to treat hemorrhoids performed on (B)(6) 2024. During preparation, when the device was unpacked, it was noticed that the bands were tangled. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands were damaged. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, one of them overlapped and broken. In addition, the ligator housing teeth were found bent. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands damaged was confirmed. Upon analysis, the returned ligator housing had seven bands attached, one band overlapped and was broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anal canal during an endoscopic ligation of internal hemorrhoids procedure to treat hemorrhoids performed on (B)(6) 2024. During preparation, when the device was unpacked, it was noticed that the bands were tangled. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.